Manufacturer narrative:
A1 - patient identifier: (B)(6). (Total of 9 samples) all available patient information was included. Additional patient details are not available. E1 - postal code: a leading zero was added to the field because the system requires a minimum of 5 digits in the postal code field. Service inspected the architect i2000sr, serial number (B)(6), and found the stat syringe assy leaking and replaced the part. Part replacement resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. The syringe assy was determined to be the likely cause of the elevated results. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. A review of tracking and trending did not identify any related trends for the architect system and the syringe assy. A device history record was reviewed and identified no similar issues related to the architect system and no non-conformances or deviations identified for the part associated with this complaint. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for the syringe assy and the architect i2000sr, serial number (B)(6).

Event description:
The customer reported falsely elevated architect stat high sensitive troponin-I results for several patient samples. The customer caught an erroneous initial patient¿s troponin-I result of 303 ng/l and when repeated generated a result of 4.1 ng/l. Then a sample was run a couple hours later with a result of 15.5 ng/l. The customer then performed iqc on both arhcitect modules for troponin and the level 1 result was 89 ng/l (mean is 18.99 ng/l) on isr06491. The customer repeated all the patient samples that were run on (B)(6) 2023 between the timeframe from when the qc was in range to the time that the qc was out of range. The following data was provided: p664881: initial result = 35 ng/l; repeat result = 3 ng/l. P537698: initial result = 77 ng/l; repeat result = 2 ng/l. P484248: initial result = 48 ng/l; repeat result = 1 ng/l. P584176: initial result = 114 ng/l; repeat result = 3 ng/l. P664810: initial result = 2563 ng/l; repeat result = 4.4 ng/l and 3.8 ng/l. P664878: initial result = 34 ng/l; repeat result = 19.3 ng/l. P662116: initial result = 187 ng/l; repeat result = 1.5 ng/l. P662153: initial result = 304 ng/l; repeat result = 3.4 ng/l. P662119: initial result = 70 ng/l; repeat result = 29.8 ng/l. The customer provided the reference range for troponin: males: >/= 26 ng/l is positive / females: >/= 16 ng/l is positive. However, no specific patient information was provided by the customer therefore will be using the overall cutoff for troponin of 26.2 ng/l per the package insert. There was no impact to patient management reported.